Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the surgeon was unable to press the handle and the staple was unable to fire. They noted that there were no staples on the reload. They used another reload to complete the case. There was no patient injury.